Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hepatectomy, a piece of the device was found on a drape. The broken piece matched with the distal end of the jaws. No hard elements had been grasped by the device, and no patient injury occurred.

Manufacturer narrative:
(B)(4). Date of initial report: 01/21/2017. Date of follow-up report: 02/17/2017. One lf1212 was received for evaluation. Visual inspection found a section of the molded plastic on the handle to have broken off. The piece was approximately one inch long. The broken off section was returned. The investigation found a small section of plastic from the p-side handle to have disengaged. The section of disengaged plastic is part of a single molded piece. No mechanical or assembly defects were noted that would have contributed to the failure. Inspection noted the broken edge was not a clean break. The handle was still securely welded to the metal jaw assembly. The investigation identified the root cause of the reported event to be rough handling of the device. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformance review is not required since the lot number is unknown.